Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing an issue on universal surgical manipulator (usm) 3 when the 30-degree scope was installed. The customer stated that they were not able to get the endoscope to flip the orientation. Prior to calling the intuitive surgical, inc. (Isi) technical support, the customer tried a different endoscope, but issue persisted. The customer moved the 30-degree endoscope to usm2 and flipping the orientation worked with no issue. The technical service engineer (tse) reviewed error logs, and no related errors were found. The tse recommended reseating the sterile adapter and power cycling the system. The customer was continuing with the procedure with the camera on usm2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer ad was informed that the customer performed a hard reset on the system, tested the camera functionality and it was operating as normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.